Event description:
Event was reported to (B)(4) by an attorney. The patient experienced pressure on her abdomen, pain and burning with urination, bladder, infections, pain and cramping after sex, and she is unable to hold back my urine. No further information has been provided.